Event description:
It was reported that the pump was implanted in 2001. In 2002, the patient went to radiology and it was determined that the catheter was occluded. The radiologist ruptured the catheter during attempts to flush it. One week later, the pump was explanted and another pump was placed. When the patient was diagnosed with a clot in the hepatic artery, the pt was no longer considered a canidate for infusion pump therapy, so the second pump was explanted. There were no patient complications.